Event description:
It was reported that during a laparoscopic sigma procedure, teflon pad fell into situs, could be removed, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.